Event description:
It was reported when the device was used during a low anterior resection, it fired malformed staples. The anastomosis was completed using sutures and another device. However, the surgeon was not confident with the anastomosis, he performed a diverting ileostomy. There was no other patient consequence.